Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: visual examination of the returned product identified the threaded tip to be fractured. The opening of the small hex feature is rounded. The large hex feature is dinged and gouged. Wear rings have been scratched around the shaft in multiple locations. Additionally, the features of the fracture surface visually align with a common failure mode for the threaded inserter tips presented, which is bending overload of the threaded tip. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while impacting the liner, the head of the impactor was sheared off at the threads. Another device was used to complete the procedure. There was no harm or health consequences to the patient. Attempts have been made and no further information is available.